Manufacturer narrative:
No patient information was available from the site. Device was disposable and there is no manufacture date information at the time of this report. The device has not been returned to the manufacturer as the component that caused the issue was disposable and was discarded due to biohazard control.

Event description:
A medtronic representative reported "at the end of surgery, the physician could not remove the bone screw when the fixation on the skull had to be unscrewed. Finally, the top part of the screw broke off and remained in the skull. Physician removed the broken screw by carving around the screw with a drill."